Manufacturer narrative:
Patient identifier: (B)(6). Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4), manufacturing date: may 18, 2019, expiration date: april 30, 2028, part number: 04.034.446s, 10mm ti cann tibial nail - ex w/prox bend 330mm ¿ sterile, lot number: 3l25957 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) lppf, lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a removal surgery of tibial nail was performed due to infection and placement of antibiotic beads. Original implantation surgery was performed on (B)(6) 2020. Surgical procedure outcome and patient status is good. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 5); end caps: tibial nail (part number unknown, lot unknown, quantity 1). This report involves one (1)10mm ti cann tibial nail-ex w/prox bend 330mm-sterile. This is report 1 of 7 for (B)(4).